Event description:
It was reported that the device had a travel course issue. There was unknown patient involvement. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. One device was returned for evaluation with complaint of travel coarse issue. No repair history was found. Complaint was confirmed by checking the alarm history, with check clutch issue(coarse) found. Device was repaired by replacing the motor, worm coupling, left and right clutch and clutch spring. Right and left clutch parts are aftermarket ones and the clutch parts are covered with a lot of grease. The main cause of complaint was aftermarket clutch parts were covered with grease. After replacing the parts, the pump passed all the testing and is fully operational.